Event description:
On 04/01/2026, it was reported that dr. (B)(6) called and reported that the anchors have broken off of the tray on a xtra-silent nite slide-link device. Additional information received reported that the 55-year-old female patient did not suffer any injury and no medical intervention was required as a result of the reported event. The anchors broke on (B)(6) 2025 but it is unknown if the event occurred while the patient was sleeping. The patient continued to use the device intermittently after if broke. The device was returned and the replacement has been received.

Manufacturer narrative:
The reported device has not yet been received.. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).